Event description:
Out of package failure of PICC line. Found to be cracked at distal hub of piece holding stylet. Same spot as previously indicated on a prior recall.not used on patient as PICC rn found defect as she was setting up her sterile field to place the line.